Event description:
It was reported to boston scientific corp on (B) (6) 2009 that two extractor rx retrieval balloons were used during a biliary stone extraction procedure in the common bile duct. According to the complainant, the balloon burst during the procedure. No part of the balloon was left inside the pt as it was retrieved. The procedure was completed using another mfrs balloon retrieval device. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).